Manufacturer narrative:
Investigation summary: bd received 8 photographs from the customer in support of this complaint, showing underfill. Bd japan received an actual sample, at the same time, needle with holder was also sent. The used tube contained blood, but it was confirmed that the blood in the tube didn't reach the correct volume. A needle with a holder was immersed in colored water in a cup, and the returned tube was inserted into the holder, the tube didn't draw additional volume. After the test, the cap was opened and the back side of the cap and the mouth of the blood collection tube were observed, but no abnormalities were found. Additionally, twenty (20) retention samples from bd inventory, were evaluated by functional testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: this is a report about underfilled tube. According to the customer's report, the tube did not draw enough volume of blood. The actual sample returned for investigation contains blood.